Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation revision with a 680cc mentor memorygel breast implant experienced left sided baker grade ii capsular contracture post procedure. The capsular contracture was diagnosed at the physician¿s office. As a result, unilateral replacement with an unspecified mentor gel implant was performed on (B)(6) 2022. The patient had events with her previously set of implants reported under 1645337-2021-12235 and 1645337-2021-12177.

Manufacturer narrative:
Additional information was received on december 19, 2023. The device issues, originally reported as a left sided capsular contracture, was clarified to be bilateral device migration with asymmetry. The breasts were crooked, one was bigger than the other, and the breasts were out of the pocket. Reason for device explant and/or reoperation: device migration/asymmetry. Manufacturer¿s reference number: (B)(4).